Event description:
The patient reported seeking medical attention on (B)(6) 2026, due to experiencing low blood glucose levels after an unspecified duration of pod wear. She stated that her blood sugar was low and she ¿felt low,¿ prompting the visit. No specific blood glucose levels were reported. The patient reported spending approximately 45 minutes with the doctor, preceded by an additional two hours of evaluation. She confirmed that she was not hospitalized. The patient stated that she was prescribed an antibiotic, her insulin dosage was reduced, and she was advised to begin taking an unspecified oral medication; however, she did not provide any information regarding the diagnosis given by the healthcare professional. The patient further reported that her pod and continuous glucose monitor (cgm) ¿kept failing,¿ which she believed contributed to her low blood glucose levels. No additional information was provided regarding the pod or cgm failure.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.